Event description:
Caller reported blood glucose results of "427 or 429" mg/dl, 263 mg/dl, and 119 mg/dl on the aviva system within 10 minutes. Reported no adverse event relative to this discrepancy. Strips not available for return, replacement system sent.